Event description:
It was reported that after exercises assigned by the physiotherapist, the pt found that their leg was externally rotated. Additionally, it was reported that the customer adapter move freely in relation to the stem. It is believed the pt required additional surgery.

Manufacturer narrative:
Investigation is in progress. No additional info is available at this time. Although this is a custom device manufactured for this pt, a similar device is sold in the us.